Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, however, there were helix issues. The lead was placed, and fluoroscopy confirmed the helix had extended. It was noted that the lead had high capture thresholds. The physician decided to change its placement. The helix was retracted. When the physician tried to place the lead again, the screw would not extend even after rotating 30 times. The lead was taken out of the body, and the helix extended after 5 rotations. A new lead was used and had been successfully implanted. No adverse patient effects were reported.